Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported thrombosis and stenosis are listed in the instructions for use, in the potential adverse events section as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient had a mini vision stent implanted with no difficulty. The initial procedure was reported to be uneventful. The patient returned 7 days later with chest pain and restenosis. During cardiac catheterization, thrombosis was noted in the previously placed stent. Treatment was performed via stent placement. No additional information was provided.